Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (e226) a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction not recognized by the processor and scope communication error (e226) was due to the corroded plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope was not recognized by the processor. The issue occurred during installation and there were no reports of patient involvement.